Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a carotid stenting interventional procedure. Reportedly, after hemostasis was achieved, the patient complained of numbness in the right leg and there was no peripheral pulse. An angiogram was performed and revealed that the artery was occluded. Using an access site at the left common femoral artery, two balloon catheters were successfully used to open the artery. Peripheral pulses were present after the balloon procedure. There was a clinically significant delay in the procedure or therapy due to the ballooning procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.